Event description:
Voluntary distributor report the customer reported that the sb936 detachable pouch 3x6" 5ea/box device was being used on (B)(6) 2023 and ¿during liver wedge operation, at the time of closure of the bag for extraction of the anatomical piece the plastic terminal sheath has detached and remained attached to the bag. Recovered everything from the surgeon.¿ there was no injury or impact to the patient or user. Further assessment found that "during liver wedge operation, at the time of closure of the bag for extraction of the anatomical specimen, the black plastic terminal piece detached from the bag ring and fell inside patient¿s cavity. The black piece was retrieved by the surgeon.". This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Voluntary distributor report the manufacturer, unimax medical systems, is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue. This issue will continue to be monitored through the complaint system to assure patient safety.